Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 11, 2013. The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device would not run. It was further determined that the electronic control unit was damaged (not functional) and the bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer drill device had an undetermined malfunction. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.